Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture grew the bacteria staphylococcus epidermis which is bacteria normally found on human skin. Based on the reported information, the peritonitis event can be reasonably attributed to touch contamination during the pd exchange and likely seeding of bacteria in the pd catheter (not a fresenius product), as reported by the patient¿s pd nurse.

Event description:
It was reported to fresenius on (B)(6) 2024 that this peritoneal dialysis (pd) patient had peritonitis on (B)(6) 2024. There were no reported allegations that the events were related to any issues with fresenius products. The patient¿s pd nurse reported that the patient¿s developed abdominal pain on (B)(6) 2024. On (B)(6) 2024 the patient was seen in the outpatient pd clinic, but the patient was not able to drain any pd effluent from the pd catheter (not a fresenius product). As a result, the patient went home and performed pd treatment (the same day) and then brought a sample of pd effluent back to the clinic on (B)(6) 2024 for culture. The nurse stated the pd culture was positive for the bacteria staphylococcus epidermis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy on an outpatient basis with vancomycin 2 grams every 4 days and cefepime 1 gram daily. The nurse stated that the patient continued pd with the same cycler without any issues. Subsequently, on (B)(6) 2024, the patient had a repeat pd culture performed which had persistent growth of staphylococcus epidermis despite being on antibiotic therapy. The nurse indicated the patient is now pending removal of the pd catheter (not a fresenius product) and will be transitioned to hemodialysis until a new catheter can be placed. It was stated that the patient requests to have the catheter removed after labor day. Currently, the patient continues pd with the same cycler without any issues and remains stable without further adverse event, according to the pd nurse. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. It was stated that the peritonitis is due to touch contamination during the pd exchange and bacteria seeding of the pd catheter (not a fresenius product).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius on 21/aug/2024 that this peritoneal dialysis (pd) patient had peritonitis on (B)(6) 2024. There were no reported allegations that the events were related to any issues with fresenius products. The patient¿s pd nurse reported that the patient¿s developed abdominal pain on (B)(6) 2024. On (B)(6) 2024 the patient was seen in the outpatient pd clinic, but the patient was not able to drain any pd effluent from the pd catheter (not a fresenius product). As a result, the patient went home and performed pd treatment (the same day) and then brought a sample of pd effluent back to the clinic on (B)(6) 2024 for culture. The nurse stated the pd culture was positive for the bacteria staphylococcus epidermis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy on an outpatient basis with vancomycin 2 grams every 4 days and cefepime 1 gram daily. The nurse stated that the patient continued pd with the same cycler without any issues. Subsequently, on (B)(6) 2024, the patient had a repeat pd culture performed which had persistent growth of staphylococcus epidermis despite being on antibiotic therapy. The nurse indicated the patient is now pending removal of the pd catheter (not a fresenius product) and will be transitioned to hemodialysis until a new catheter can be placed. It was stated that the patient requests to have the catheter removed after labor day. Currently, the patient continues pd with the same cycler without any issues and remains stable without further adverse event, according to the pd nurse. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. It was stated that the peritonitis is due to touch contamination during the pd exchange and bacteria seeding of the pd catheter (not a fresenius product).